Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the black ring around the reservoir compartment was missing from the insulin pump. Customer's blood glucose was 140 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.